Event description:
Initial info was received from a physician (who is also patient) on (B)(6) 2011: an adult female with no significant medical history received her first and only session with poly-l-lactic acid [sculptra] lot # and expiration date not provided) for cosmetic purposes to her global facial area on (B)(6) 2011. She stated the procedure was flawless and is extremely pleased with the results. On (B)(6) 2011 she had begun to experience symptoms of trigeminal neuralgia in her facial region. On (B)(6) 2011, she saw a neurologist who confirmed the diagnoses of trigeminal neuralgia and was immediately started on treatment with oral doses of oxcarbazepine [trileptal]. Treatment with oxcarbazepine continues at the time of this report and she considers the event of trigeminal neuralgia as recovering. She is unsure if she considers poly-l-lactic acid suspect in the event of trigeminal neuralgia. The neurologist had scheduled a magnetic resonance imaging scan [MRI] for (B)(6) 2011 to rule out any other anomaly. No further relevant info provided.

Manufacturer narrative:
Pharmacovigilance comment: sanofi-aventis company comment (B)(6) 2011: there is a temporal relationship between sculptra injection and trigeminal neuralgia. An injection related injury cannot be ruled out. MRI result would provide a further insight into the cause. Additional info on the outcome of the event and MRI result has been requested.